Event description:
Surgeon performed a tka on patient that started in varus. Surgeon brought to my attention today that the patient post op x-ray shows the patient in valgus. Case type / application: tka.

Manufacturer narrative:
Reported event an event regarding incorrect placement involving a mako tka software was reported. The event of malposition was confirmed. The issue related to software was not confirmed. Method & results product evaluation and results: review of the case session files was not performed as case session data was not provided. Clinician review: a review of the provided medical information by a clinical consultant indicated: conclusion/assessment: a total knee arthroplasty was performed using the mako robot. The femur was placed in malposition with marked valgus. This resulted in a malaligned knee with significant valgus. Event confirmation: a total knee procedure can be confirmed with preoperative varus and a postoperative marked valgus and a malposition femoral component. The use of the robot cannot be confirmed without additional medical information. There is an assumption that the preop and postoperative x-rays are of the same person but they are unlabeled. Root cause: a root cause for the malpositioned femur cannot be ascertained with the information provided for review. Product history review: a review of device history records shows that (B)(6) was inspected and the quality inspection procedures were completed with no reported discrepancies complaint history review: a review of complaints related to p/n 209999, robot number: (B)(6) shows no other similar complaints for tka software - incorrect placement. Conclusions: the alleged failure of malposition was confirmed through a review of medical records with a clinical consultant, however the root cause cannot be determined because the relevant log files and session files were not available for inspection. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened. H3 other text : device not returned.

Event description:
Surgeon performed a tka on patient that started in varus. Surgeon brought to my attention today that the patient post op x-ray shows the patient in valgus. Case type / application: tka.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.